Manufacturer narrative:
According to the gore(r) excluder(r) aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore(r) excluder(r) aaa endoprosthesis contralateral leg component. The patient had a persistent type 2 endoleak and had underwent intervention whereby lumbar arteries were excluded via surgery and coil embolization. On (B)(6) 2021 the patient presented with no evidence of type 1 or type1b endoleaks, however aneurysm enlargement was noted. The aneurysm enlarged to 8cm. The physician decided to explant the gore(r) excluder(r) aaa endoprosthesis contralateral leg component.

Manufacturer narrative:
G1. Manufacturing site name and address: medical sunnyvale 1327 orleans dr sunnyvale, ca 94089.